Event description:
The customer contacted baxter's service center regarding a reload the set 201 which occurred on the homechoice (hc) during prime; the patient was not connected. The home patient (hp) stated that the cassette was leaking. The technical service representative (tsr) had the hp power cycle hc. The hc proceeded to "press go to start". The tsr advised the hp to start over with all new supplies. The hc was operational. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report. Baxter product surveillance contacted the care giver on (B)(4) 2012. He stated that nothing unusual was noted about the supplies used that night. The leak was coming from somewhere on the patient line, but no cuts or holes were noted. There were no samples available and he did not know the lot number. Therapy since has been going well, and there were no adverse effects reported in relation to this event.

Manufacturer narrative:
(B)(4). This complaint for a report of a leak was not confirmed. The root cause was undetermined. The sample was unavailable and the lot number was unknown, therefore no evaluation or batch review could be performed.